Event description:
It was reported that the customer is going to be taken to the hospital due to unexplained high blood glucose. Caller stated that the customer had uncontrolled high blood glucose for 5 days and she is vomiting. Caller stated that the insulin pump was alarming battery out of limits. Caller stated that he changed the battery and it took over 10 minutes for the insulin pump to accept the new battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.